Event description:
Following a magnetic resonance imaging (MRI) procedure, the device entered backup vvi (bvvi) mode. MRI settings on the device were not enabled prior to the procedure. High voltage therapy was unavailable while the device was in bvvi mode. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.